Event description:
It was reported that following a spaceoar vue implantation, the hydrogel appeared to be misplaced. The procedure was initially considered to have been carried out successfully, and no complications affecting the patient were reported following this incident. The physician assumed that the injection was in a vessel. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 05/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/31/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Block h11: block g2, report source was corrected.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular.

Event description:
It was reported that following a spaceoar vue implantation, the hydrogel appeared to be misplaced. The procedure was initially considered to have been carried out successfully, and no complications affecting the patient were reported following this incident. The physician assumed that the injection was in a vessel. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.